Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (menorrhagia) / abnormal menstrual bleeding') and uterine haemorrhage ('uterine bleeding') in a (B)(6) female patient who had essure (batch no. 789036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, suprapubic pain, ovarian cyst nos, micturition frequency, menstruation irregular, polyuria, amenorrhea, left lower quadrant pain, abdominal discomfort, abdominal pain, menometrorrhagia, hyperthyroidism, elective abortion, nocturia, hemorrhagic cyst and device placement at incorrect location. Previously administered products included for prevent pregnancy: mirena iud on (B)(6) 2009. Concurrent conditions included anemia, hypothyroidism, genital bleeding, oligomenorrhea, premenopause, fibroids, tarlov's cyst, urgency urination, cystitis interstitial, breast disorder, discharge, chronic cervicitis, squamous cell metaplasia, hot flush and paratubal cyst. Concomitant products included vitamin d nos (vitamin d) from (B)(6) 2014 to (B)(6) 2014 for anemia, levothyroxine since (B)(6) 2016 and thiamazole (methimazole) from (B)(6) 2012 to (B)(6) 2016 for hypothyroidism as well as codeine phosphate; paracetamol (tylenol with codeine no.3), fesoterodine fumarate (toviaz), medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (dmpa) since (B)(6) 2011 and pentosan polysulfate sodium (elmiron). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with norethisterone (norethindrone) and surgery (ablation endometrial novasure and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia was resolving and the vaginal haemorrhage, uterine haemorrhage, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2009. Three coils seen at the left ostia and 1 coil at the right ostia. On (B)(6) 2009 - the patient had mirena iud inserted- inappropriate iud placement- low in uterus. Additional information iud noted to be low in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result-total bilateral occlusion. Fallopian tube were blocked. Potassium chloride sensitivity test - on an unknown date: the kci testing confirmed a very positive test for interstitial cystitis which is what we suspected. Ultrasound pelvis - on an unknown date: complex right ovarian cyst, likely hemorrhagic. Short-term follow-up in 6-12 weeks suggested to exclude endometrioma. Heterogeneous uterus as above. Previously seen fibroid is less conspicuous. Ultrasound scan vagina - on an unknown date: the left ovary contains a single cyst(s): simple measuring 29 x 29 x 25 mm. Ut bulbous mottled no definite fibroids seen endo thin essure coils seen. Impression: lov cyst as probable cause for her sx.; on an unknown date: there is a small mixed follicular cyst in the right ovary. The previous essure is seen in both tubes. No obvious cause for the patient's discomfort and pelvic pain based on this ultrasound could be found. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received ¿ case becomes incident. New events abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, anguish, dysmenorrhea (cramping) and uterine bleeding were added. Severity of pelvic pain were added. Outcome of pelvic pain were updated. Product information lot number, indication and removal date were added. Essure insertion date were updated. Patient information date of birth, race and height were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (menorrhagia) / abnormal menstrual bleeding'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('uterine bleeding') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, suprapubic pain, ovarian cyst nos, micturition frequency, menstruation irregular, polyuria, amenorrhea, left lower quadrant pain, abdominal discomfort, abdominal pain, menometrorrhagia, hyperthyroidism, elective abortion, nocturia, hemorrhagic cyst and device placement at incorrect location. Previously administered products included for prevent pregnancy: mirena iud on (B)(6) 2009. Concurrent conditions included anemia, hypothyroidism, genital bleeding, oligomenorrhea, premenopause, fibroids, tarlov's cyst, urgency urination, cystitis interstitial, breast disorder, secretion discharge, chronic cervicitis, squamous cell metaplasia, hot flush and paratubal cyst. Concomitant products included vitamin d nos (vitamin d) from (B)(6) 2014 to (B)(6) 2014 for anemia, levothyroxine since (B)(6) 2016 and thiamazole (methimazole) from (B)(6) 2012 to (B)(6) 2016 for hypothyroidism as well as codeine phosphate;paracetamol (tylenol with codeine no.3), fesoterodine fumarate (toviaz), medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (dmpa) since (B)(6) 2011 and pentosan polysulfate sodium (elmiron). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with norethisterone (norethindrone) and surgery (ablation endometrial novasure and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2009. 3 coils seen at the left ostia and 1 coil at the right ostia. On (B)(6) 2009 - the patient had mirena iud inserted- inappropriate iud placement- low in uterus. Additional information iud noted to be low in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result-total bilateral occlusion. Fallopian tube were blocked. Potassium chloride sensitivity test - on an unknown date: the kci testing confirmed a very positive test for interstitial cystitis which is what we suspected. Ultrasound pelvis - on an unknown date: 1. Complex right ovarian cyst, likely hemorrhagic. Short-term follow-up in 6-12 weeks suggested to exclude endometrioma. 2. Heterogeneous uterus as above. Previously seen fibroid is less conspicuous. Ultrasound scan vagina - on an unknown date: the left ovary contains a single cyst(s): simple measuring 29 x 29 x 25 mm. Ut bulbous mottled no definite fibroids seen endo thin essure coils seen. Impression: lov cyst as probable cause for her sx.; on an unknown date: there is a small mixed follicular cyst in the right ovary. The previous essure is seen in both tubes. No obvious cause for the patient's discomfort and pelvic pain based on this ultrasound could be found .. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events abdominal pain, general abnormal bleeding, bladder disorder and urinary tract disorder added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (menorrhagia) / abnormal menstrual bleeding') and uterine haemorrhage ('uterine bleeding') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, suprapubic pain, ovarian cyst nos, micturition frequency, menstruation irregular, polyuria, amenorrhea, left lower quadrant pain, abdominal discomfort, abdominal pain, menometrorrhagia, hyperthyroidism, elective abortion, nocturia, hemorrhagic cyst and device placement at incorrect location. Previously administered products included for prevent pregnancy: mirena iud on (B)(6) 2009. Concurrent conditions included anemia, hypothyroidism, genital bleeding, oligomenorrhea, premenopause, fibroids, tarlov's cyst, urgency urination, cystitis interstitial, breast disorder, discharge, chronic cervicitis, squamous cell metaplasia, hot flush and paratubal cyst. Concomitant products included vitamin d nos (vitamin d) from (B)(6) 2014 to (B)(6) 2014 for anemia, levothyroxine since (B)(6) 2016 and thiamazole (methimazole) from (B)(6) 2012 to (B)(6) 2016 for hypothyroidism as well as codeine phosphate;paracetamol (tylenol with codeine no.3), fesoterodine fumarate (toviaz), medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (dmpa) since (B)(6) 2011 and pentosan polysulfate sodium (elmiron). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with norethisterone (norethindrone) and surgery (ablation endometrial novasure and hysterectomy with bilateral salpingectomy). Essure was removed on 2-sep-2016. At the time of the report, the pelvic pain and menorrhagia was resolving and the vaginal haemorrhage, uterine haemorrhage, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2009. 3 coils seen at the left ostia and 1 coil at the right ostia. On (B)(6) 2009 - the patient had mirena iud inserted- inappropriate iud placement- low in uterus. Additional information iud noted to be low in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result-total bilateral occlusion. Fallopian tube were blocked. Potassium chloride sensitivity test - on an unknown date: the kci testing confirmed a very positive test for interstitial cystitis which is what we suspected. Ultrasound pelvis - on an unknown date: 1. Complex right ovarian cyst, likely hemorrhagic. Short-term follow-up in 6-12 weeks suggested to exclude endometrioma. 2. Heterogeneous uterus as above. Previously seen fibroid is less conspicuous. Ultrasound scan vagina - on an unknown date: the left ovary contains a single cyst(s): simple measuring 29 x 29 x 25 mm. Ut bulbous mottled no definite fibroids seen endo thin essure coils seen. Impression: lov cyst as probable cause for her sx.; on an unknown date: there is a small mixed follicular cyst in the right ovary. The previous essure is seen in both tubes. No obvious cause for the patient's discomfort and pelvic pain based on this ultrasound could be found . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.